Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "alarm and battery runs out when turned off." We are considering this to be a battery related issue.